Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed pre-dilatation, ivus study and stenting successfully. The physician advanced an aspiration catheter and the occlusion balloon wire separated; however, the occlusion balloon remained inflated. The physician continued the case and performed aspiration on the vessel. The physician then attempted to deflate the occlusion balloon; however, it would not deflate. The physician used the method referenced in the instruction for use and cuff the occlusion balloon wire and successfully deflated the occlusion balloon. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An angineering analysis of the subject device will be performed upon recept. Device evaluation anticipated, but not yet begun.